Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient's mother reported the patient has experienced elevated blood glucose levels over 400 mg/dl; mother often changed the accessories and gave correction via the infusion device with no success. Patient's normal blood glucose level was not provided. Mother stated they went to the hospital on (B)(6) 2014 and was changed to the backup infusion device. Mother reported the patient's blood glucose level is okay at this time; exact reading was not provided. Mother stated patient received stationary treatment from (B)(6) 2014. Mother reported that the diabetes specialist and they think the infusion device delivers too low insulin. Requested return of the alleged infusion device for evaluation.